Event description:
Customer called wanting help finding what was programmed and volume infused on an alteplase infusion. Customer suspect's incorrect programming due to the nurse being new to alteplase. Although customer suspects incorrect programming they declined to provide any details regarding intended programming or any pt event details. There was no pt harm or medical intervention reported. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Clinical infusion date consultant was able to locate the event in the all infusion date on a cqi report. The customer was provided the data found in the cqi report. Customer's response was that the data confirmed what they thought. Customer stated that the product will not be returned because the cqi data log was reviewed. There were no adverse pt outcomes and no technical malfunction of the device. Customer said it was a complex user driven error and does not want a formal report.